Manufacturer narrative:
Product analysis: analysis was able to confirm both output connectors were broken. Analysis also noted that the hanger was broken. All found defective parts were replaced and the firmware was updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector. The epg was returned for service. There was no patient involvement.